Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device running rough during testing could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the device had missing components, ball bearings, bearing spacers and bearing stack. It was determined that this failure was due to degradation of the loctite thread-locker from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was running rough during testing. There was no delay due a planned surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.